Event description:
Reporter stated that a peritoneal dialysis pt, using extraneal (a labeled interferent for the test strips), was tested, at 6:06 pm, using the inform system, with a blood glucose result of 166 mg/dl. Based on this value, pt was reportedly treated with 14 units humalog (10 standard units before dinner +4 units sliding scale). Reporter indicated that, at 8:00 pm, pt became diaphoretic and unresponsive. Pt's blood glucose was reportedly retested on the inform system (8:01 pm) with a result of 117 mg/dl, on pt's [unspecified type] meter (8:00 pm) with a result of 47 mg/dl, and in the facility's lab (sample obtained at 8:16 pm) with a result of 46 mg/dl. Reporter stated that, based on symptoms, pt was treated with 25 ml of d50 and became responsive 2 minutes later. Pt was reportedly treated with an add'l 25 ml d50 following receipt of lab blood glucose value, at 8:50 pm. No add'l treatment was reported. Technical support requested the return of the inform system for evaluation.